Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
As part of periodic internal programming history review it was noted that a vns patient had high lead impedance. Good faith attempts are underway for further details about the reported event.